Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was concerned that the monitor might be too hot. No troubleshooting taken. The monitor would remain in use. No patient complications have been reported as a result of this event.